Event description:
The patient¿s catheter was torn at the spinous process, which had been confirmed prior to surgery by a dye study. The patient had been having escalating doses since (b)6) 2013 and their managing physician performed a dye study in october. It was confirmed that usually 200 mcg/day worked fine for the patient prior to september. They were on 321 mcg/day on arrival to the operating room. Their catheter was replaced with a new ascenda and the pump was returned to 100 mcg/day. The patient was bright after the operating room. The patient recovered fully.

Manufacturer narrative:
Product ID: 8709sc, lot# 0202982935, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).